Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the bent cannula. The caller also reported that the cannula appeared to have dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. The omnipod user guide warns "check often to make sure the pod and soft cannula are securely attached and in place. A loose or dislodged cannula may interrupt insulin delivery," "because insulin pods use only rapid-acting insulin, users are at increased risk for developing hyperglycemia (high blood glucose) if insulin delivery is interrupted. If it is untreated, severe hyperglycemia can quickly lead to diabetic ketoacidosis (dka). Dka can cause breathing difficulties, shock, coma, or death. If insulin delivery is interrupted for any reason, you may need to replace the missing insulin-usually with an injection of rapid-acting insulin. Ask your healthcare provider for instructions on handling interrupted insulin delivery," and "if your reading is above 500 mg/dl, the pdm displays 'high check for ketones!' This indicates severe hyperglycemia (high blood glucose). If you get a 'high check for ketones!' Reading and feel symptoms such as fatigue, thirst, excess urination, or blurry vision, follow your healthcare provider's recommendation to treat hyperglycemia." No product lot number was reported therefore no qualification record review could be performed.

Event description:
The customer's mother reported that her son's teacher called her on (B)(6) 2012 because his blood glucose measured 446 mg/dl. By the time she got to the school his bg was "high" (>500 mg/dl) and he had already removed pod. The customer reported to the caller that the cannula appeared to be kinked and out of the site, and also that the infusion site was red and irritated.